Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient had achieved 5cm in length in approximately two (2) months of implantation, and was weight bearing. It was also reported no bone consolidation was observed on (B)(6) 2016. An attempt to distract the precice nail occurred; however, it was alleged the nail did not appear to lengthen. The device is scheduled for removal on (B)(6) 2017. To date, the patient is doing fine and no negative outcomes were reported. The device has not been removed; therefore, no evaluation has been conducted. A DHR review revealed that the device met all of the required quality inspections and was released within specifications.

Event description:
A distributor reported that a patient's precice nail appears to have experienced a loss of distraction.